Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under all of the electrodes. It was reported that blisters had developed and opened. The patient's physician instructed the patient to use neosporin on the open blisters. The patient reported that the irritation improved. There is no indication that a device malfunction caused or contributed to the reported skin irritation.